Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release, no additional reports for lenses manufactured in this lot were received. At this time, we are unable to definitively determine the cause of this event. The manufacturer will update this report if the product is received for analysis. Device not received

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site confirmed the diopter was correct as labeled. While we were unable to determine the cause of the adverse event, our investigation reasonably suggests it is not manufacturing related. Will continue to monitor and trend.

Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication, due to the patient's unexpected post operative refraction.

Event description:
Info received indicates the cable pulled out of the pendant body which exposed bare wiring.